Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with an inset 23 in, 6 mm infusion set; there were no pump alarms or reported infusion set leaks, and a fingerstick confirmed elevated glucose. Symptoms included high blood glucose levels exceeding 400 mg/dl without reported ketones, dizziness, loss of consciousness, diabetic ketoacidosis, or other acute effects. Outcomes included transient hyperglycemia outside of target for approximately two hours, with glucose levels returning downward after a guided infusion set change and without use of backup therapy or medical intervention. Investigation included remote troubleshooting and education, including instruction to replace the infusion set and supplies and follow-up contact to confirm improvement. Investigation of this case revealed no device alarms or confirmed hardware malfunction, and the event was consistent with hyperglycemia of unclear cause that resolved after set replacement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.